Manufacturer narrative:
The reported events were lead dislodgement and inadequate capture. The reported event of inadequate capture was not confirmed. A complete lead was returned with the helix partially extended, bent, and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies. Unable to perform additional testing due to the condition of the helix as received.

Event description:
Related MFR report number: 2017865-2023-35937 related MFR report number: 2017865-2023-35939 it was reported that a patient presented to clinic. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead and left ventricular (lv) lead. X-ray was performed and revealed that the rv lead and lv lead had dislodged. It was also noted that the rv lead and atrial lead had lost slack. On (B)(6)2023, the physician elected to add slack to the atrial lead and explant and replace the rv and lv leads. The patient was stable following the procedure.